Event description:
The customer was taken to the emergency room for low blood glucose. The blood glucose reading was 118mg/dl. The customer stated that she experienced a low blood glucose of 11mg/dl after getting home. The customer declined to troubleshoot the device and stated that the insulin pump is working properly. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.